Manufacturer narrative:
The customer was sent a replacement pump. The product involved in the complaint was not returned for evaluation/investigation at this time. Therefore, no conclusions can be made as to the cause of the event. Should additional information or the original product be received, resulting in new, changed, or corrected information, a follow up report will be filed at that time. It cannot be definitively concluded that the pump caused or contributed to the customer's yeast infection. Reported issues of yeast infections are under investigation in (B)(4). Complaints against this product are currently being monitored for effectiveness of the above mentioned corrective action.

Event description:
The customer reported to customer service on (B)(6) 2015 she needed replacement parts for her pump in style medical assistance breast pump. She also reported she has a yeast infection and was prescribed diflucan by her physician and is using a topical cream.